Manufacturer narrative:
(B)(4). Concomitant products: part 124454, lot 3540995 - exceed abt 3hl shell 44/54 mm. Part 650-0795, lot 2015030046 - biolox delta lnr 36 mm 54-56 mm. Part 650-0661, lot 2015051301 - delta ceramic fem hd 36/0 mm. Customer has indicated product will not be returned to zimmer biomet for investigation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) patient experienced pain post-operatively.